Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during puncture, the septum (near the needle) of the bd intima-ii¿ closed IV catheter system leaked blood when the nurse withdrew the needle. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
A sample was received for the purpose of our investigation. The investigators were unable to observe the reported failure mode in the sample provided. The physical sample was subjected to a leakage test at 45 psi. This did not result in the observation of a leak. Subsequent microscopic investigation of the returned sample showed that the sample slit had not completely closed after the completion of leakage testing. The batch record also was reviewed, no related abnormalities were found. Previous examples of this type of failure mode have shown that the aging of the septum can result in leakage if the septum is aged to the point that the slit does not completely close after use. To combat this failure mode the supplier has been notified that the use of insulated cover has been requested on all future shipments supplied by air, as well as a request to mitigate the use of air transportation in the supply of this product.